Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however, a like device catalog # 9393009, 510 # k094025 was cleared in the united states. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an unspecified spinal procedure. An unk time post-op, the pt was diagnosed with an infection of the disc space. A revision surgery was conducted to remove the interbody device. No other pt complications were reported.